Event description:
The advance stated that the customer tested his blood glucose and received readings between 130-164 mg/dl using his contour meter. The customer felt dizzy and his vision was blurry, so he retested his glucose using another meter and received readings of 50 and 47 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. It's not known if the customer required any type of treatment for low glucose. The advocate performed control tests while troubleshooting and the results fell within the normal control range, but the strips are still to be returned for evaluation. Replacement test strips were sent ot the customer.